Event description:
There was a procedural delay greater than 30 minutes during a diagnostic colonoscopy while the patient was under sedation. The angulation dials of the scope were loose which lead to the prolongation. The procedure was completed using the same device and there were no reports of patient harm or death.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01022. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s investigation. Updated fields: b5, h2, h3, h6, h11. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus and the reported issue was confirmed and determined to be due to wear and tear. Based on the results of the investigation, the most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device. This report has been submitted by the supplemental importer under this MDR report number 2429304-2024-01022-01.